Event description:
It was reported that the vessel sealing instrument would not register prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. The instrument was unable to be tested for recognition due to the damage to the snake wrist that prevented the instrument from being inserted into the cannula. Failure analysis observed that one distal snake wrist disc had been dislodged. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed the instrument blade was dislodged from the blade track. There was bio debris at the instrument tip. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.